Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was unable to prime his pump and had received a compromised force sensor system alarm. Customer's blood glucose was 127 mg/dl at the time of the incident. Customer stated that he has a back-up plan of syringes. Customer stated that the drive support cap appears normal. It was explained that the possible cause of the alarm was during seating the force sensor did not detect the reservoir. Customer had two other compromised force sensor system alarms and a motor error alarm in the alarm history. Customer also had an external ram error alarm in the alarm history and his settings were missing. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump alarmed a33 during displacement test due to motor high current draw. Unable to verify a17 alarm and motor error alarm due to a33 alarm. The insulin pump was received with scratched display window and cracked reservoir tube lip.